Event description:
It was reported that during the procedure in the left superficial femoral artery, the 6.0x60 absolute stent delivery system was inserted onto a supracore guide wire outside of the anatomy. It was noted that the stent was partially deployed while the handle of the stent delivery system was in the locked position. The stent delivery system was no longer used. A new absolute stent delivery system was used to treat the target lesion. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood on the tip, consistent with handling or partial advancement over a guide wire. There was no saline visible. The stent implant was stationary on the shaft and was partially deployed 1 cm over the tip. There was no damage noted to the stent implant. The distal sheath was in the distal position and not retracted. The distal sheath was wrinkled 2 mm proximal to the proximal marker for a length of 2 mm and 2 mm distal to the proximal marker for a length of 6 mm. There were two kinks in the shaft 3.8 cm and 6.5 cm distal to the strain relief tubing. There was no other damage noted to the sess. The handle lock was in the locked position. After opening the handle, the rack was observed to be in the distal position and not retracted. There was no damage noted to the internal mechanisms. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not result of a manufacturing deficiency, all sheathed stents are 100% visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are 100% visually inspected for damage/kinks. It may be possible that the tip of the catheter was inadvertently grasped during removal of the tip mandrel, which is consistent with the presence of blood noted on the tip. The kinks noted in the shaft were not reported and may be the result of handling during packaging for return to abbott vascular. The wrinkling noted in the distal sheath may be due to handling after the stent had moved slightly distal. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no similar incidents for premature deployment reported for this lot. Although a conclusive cause for the reported premature deployment and subsequent damage could not be determined, there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: supracore. Inflation: abbott. Sheath: baard. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.